Manufacturer narrative:
On (B)(6) 2017, the customer confirmed that the pump was charged successfully using another cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing difficulty charging the pump with the usb cable. The customer confirmed that the pump was able to be charged with an alternate charger without any issue. The customer's blood glucose level was 190-220 mg/dl